Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed. The procedure was completed with manual compression. There was no reported patient injury. The operator was trained in the device, which was used during an interventional procedure with a retrograde approach. The exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or packaging damage before use. The femoral artery suitability was verified via angiography, including the 30-45 degree insertion angle. The vessel diameter was confirmed to be =5mm, with no visible calcium, plaque, stents, or >50% stenosis near the puncture site. No closure device or manual compression had been applied to the femoral site within 30 days prior to the procedure, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. An 8f non-cordis short sheath was used. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and the indicator window changed to solid black. When depression of the button was attempted, it could not be pressed at all, even though the indicator window was showing solid black. No red color appeared in the indicator window during retraction. The device was attempted to be deployed outside the patient, but even after removal and external compression, it could not be depressed. The device was later returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly:a2, a3a, a4, b5, b7, d9, d10, g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed. The procedure was completed with manual compression. There was no reported patient injury. The operator was trained in the device, which was used during an interventional procedure with a retrograde approach. The exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or packaging damage before use. The femoral artery suitability was verified via angiography, including the 30-45 degree insertion angle. The vessel diameter was confirmed to be =5mm, with no visible calcium, plaque, stents, or >50% stenosis near the puncture site. No closure device or manual compression had been applied to the femoral site within 30 days prior to the procedure, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. An 8f non-cordis short sheath was used. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and the indicator window changed to solid black. When depression of the button was attempted, it could not be pressed at all, even though the indicator window was showing solid black. No red color appeared in the indicator window during retraction. The device was attempted to be deployed outside the patient, but even after removal and external compression, it could not be depressed. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18409876 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since functional analysis achieved full lever depression with successful deployment and window transition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. Additional information was requested but not provided. T he device was not returned as expected.